Event description:
It was reported that the patient experienced a random beep from their primary controller on (B)(6) 2015 while getting on their exercise bike at home. The patient reported a resent event of power switching previous to this event. The decision was made to replace the primary and back-up controllers as well as all five (5) of the patient's batteries and the patient was provided with new devices. The patient reportedly tolerated the controller exchange well. The devices have all been received by the manufacturer and are currently being analyzed. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The vad remains implanted. All five (5) batteries and two (2) controllers were received by the manufacturer for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
(B)(4), manufacturing date: 04/2014-the returned battery passed external visual inspection and functional testing. During the review of the available controller log file revealed that the battery serial (B)(4) did not participate in the event details within the analyzed period. No failure detected. Analyzed on (B)(4) 2015. (B)(4), manufacturing date: 04/2014- the returned battery passed external visual inspection and functional testing. During the review of the available controller log file revealed that the battery serial (B)(4) did not participate in the event details within the analyzed period. No failure detected. Analyzed on (B)(4) 2015. (B)(4), manufacturing date: 07/2014- the returned battery passed external visual inspection and functional testing. During the review of the available controller log file revealed that the battery serial (B)(4) did not participate in the event details within the analyzed period. No failure detected. Analyzed on (B)(4) 2015. (B)(4), manufacturing date: 01/2014-the returned battery passed external visual inspection and functional testing. During the review of the available controller log file revealed that the battery serial (B)(4) did not participate in the event details within the analyzed period. No failure detected. Analyzed on (B)(4) 2015. (B)(4), manufacturing date: 01/2014- the returned battery passed external visual inspection and functional testing. During the review of the available controller log file revealed that the battery serial (B)(4) did not participate in the event details within the analyzed period. No failure detected. Analyzed on (B)(4) 2015. (B)(4), manufacturing date 12/2011-the controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the available log files revealed 'suction' alarms and a 'vad stopped' alarm. Also, logs revealed a series of premature switching events before the 25% threshold was reached. However the reported event could not be duplicated at bench level. The controller worked as expected. Analyzed on (B)(4) 2015. (B)(4), manufacturing date 12/2011-the controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the available log files showed that there was no power switching event or random beeps associated with this controller. The controller performed as expected. Analyzed on (B)(4) 2015. The most likely root cause of the reported event is a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Z-1607-2014, z-1917-2015. The most likely root cause of the reported event is a communication error between the controller and batteries.